Event description:
It was reported that during infusion of drug (taxolo) the patient suffered pain and swelling near the point of insertion of the catheter. They removed it noting at 5 cm near the entrance point a hole. They informed the ministry of health as incident. Sample available.

Manufacturer narrative:
The complaint was confirmed and the cause is use related. The product returned for evaluation was a 5fr s/l powergroshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 36cm and 37cm depth markings (4 4cm distal of the sliding suture wing), and the observed damage which is characteristic of this failure type included circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
A lot history review (lhr) of reye2268 showed (B)(4) other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.